Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was placed in a procedure on (B)(6), 2011. The patient returned to the hospital on (B)(6), 2011, with a fever (temperature unknown) and flank pain. The patient was admitted for right cystoscopy, retrograde pyelogram, ureteroscopy and basket retrieval of stone. The stent was also removed during the stone retrieval procedure. Another stent was not placed. The patient was given the "all clear" and was sent home on an unknown date. The patient returned to the hospital on (B)(6), 2011, and during an unspecified "invasive investigation" it was determined that the stent straightener was in situ, where it had inadvertently been left during the stent placement procedure. A semi-rigid scope was inserted into the bladder then into the ureter and the straightener was grasped with some forceps and removed. The patient was reportedly stable post-procedure, and the pain was alleviated once the stent straightener was removed. The patient did well and was discharged the next day.

Manufacturer narrative:
Per the directions for use, "remove the pigtail straightener once the stent is loaded." This part of the device is not designed to be implanted into the body. However, the pigtail straightener was left inside the patient. Therefore, the symptoms experienced by the patient were most likely caused by the pigtail straightener being left inside the patient. Based on all gathered information, user error contributed to this event. (B)(6).